Event description:
Note: company's product labeling and clinical guidelines require testing of this device for leaks and blockage prior to use. The hosp reported one incident where during set-up, observed a luer cap in elbow. According to the hosp there was no pt involvement.